Event description:
At 9:10 am nurse's aide smelled a heavy odor of burning electrical equipment. The motor of the bed was turned off immediately and the pt was removed from the bed. The fire department arrived and found bed motor to have overheated. The MFR was notified and the bed was replaced.